Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported recently going to the emergency room due to a high blood glucose level. Customer reported that she gets infections, which causes her blood glucose level to rise and causes her to have ketones. Blood glucose level at the time of the emergency room visit was over 400 mg/dl. Customer was treated and released. Blood glucose level at the time of the call was not provided. No further information was provided.